Event description:
It was reported that the bronchovideoscope displayed no image during angulation adjustment. This occurred outside of a procedure; there was no report of patient/user harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. There was another reportable malfunction found during device evaluation, where the plastic distal end cover was found to be burned. Based on the results of the investigation, there is a blackout when the upward angulation is engaged. Secondly, it is likely that the cover was burned due to the use of a hf instrument without a sufficient distance from the tip. However, the root cause of both events could not be specified. The additional reportable finding can be detected/prevented by following the instructions for use which state: 3.3 inspection of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.